Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter fell out on the day of use. Per follow up via ibc on 05jan2021, it was unknown whether there was any damage found on the balloon of the catheter.

Event description:
It was reported that the foley catheter fell out on the day of use. Per follow up via ibc on 05jan2021, it was unknown whether there was any damage found on the balloon of the catheter.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. Sample was evaluated and observed a tear looks like caused by sharp object on the inflation funnel part of catheter. How and when problem occurred could not be determined .a potential root cause for this potential failure mode could be due to latex dip too deep (till former clip) that may cause stripping difficulty, torn funnels premature deflators. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex." H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.